Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two months after the implantable cardioverter defibrillator (ICD) system was implanted, a pocket infection was noted and the patient noticed a small clear blister near the edge of the pocket incision. Impaired wound healing at the site was observed. The patient was treated with oral antibiotics and the blister cleared. One month later, another small blister appeared, which the physician noted was superficial and drained a clear, non-malodorous fluid. The patient was treated with oral antibiotics again and was seen in the wound clinic and advised to treat with an over-the-counter solution. The ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.